Event description:
It was reported that the initial dose of gabalon was 50 mcg/day. On (B) (6) 2008, the pt experienced tightness in the abdomen and chest, and abdominal distension. The dose was increased to 65 mcg/day. Abdominal x-ray revealed accumulation of gas in the colon. The pt was started on gasmotin, maglax, and primperan drip. The next day the baclofen dose was decreased to 52 mcg/day. Abdominal x-ray revealed accumulation of gas in the small intestine. An intranasal gastric tube was placed to treat the intestinal obstruction. No problems with the catheter were found. Intravenous prostandin f2 alfa, pantol, vitamedin, and vitamin c were started. On (B) (6) 2008, the pt stated he saw a plastic bag. Abdominal distension was improved somewhat. Baclofen was decreased to 45 mcg/day. Abdominal x-ray revealed decreased gas in the small intestine. That evening the pt exhibited hallucinatory symptoms, stating that he could see an orange bag on the ceiling. The next day the pt exhibited "dangerous behaviors", including removal of the intranasal tube. The dose of baclofen was decreased to 36 mcg/day. Risperdal and cercine were administered; the hallucinations did not improve. The pt experienced agitation and delirium during the night. On (B) (6) 2008, the baclofen dose was decreased to 30 mcg/day. Night-time psychiatric symptoms improved somewhat. Zyprexa was started due to daytime stupor. The zyprexa was stopped and seroquel was added before bedtime. The dose of risperdal was increased. Two days later the pt did not experienced hallucinations and was able to communicate normally. The risperdal was decreased due to continued dazed state. On (B) (6) 2008, the pt was able to eat normally and psychological state was also improved. The pt was continued on 30 mcg/day baclofen. The intestinal obstruction event was moderate in severity, probably related to the investigational drug, and was unrelated to the device, ("the event was likely caused by a combination of decreased intestinal motility from baclofen and postoperative bedrest"). The psychiatric symptoms were moderate in severity, unrelated to the investigational drug and device. In relation to the psychiatric symptoms, "alcohol withdrawal was suspected because the pt has an alcohol history of nearly 2 liters of alcoholic beverages per day from the age of 20". The pt was very thin. "The alcohol withdrawal symptoms likely developed in conjunction with the worsening of the systemic condition from the intestinal obstruction". The pt also had a smoking history of 40 cigarettes per day, and "nicotine withdrawal cannot be ruled out as a factor". The pt was recovered from both events on (B) (6) 2008. On (B) (6) 2008, the pt experienced the onset of a bedsore due to postoperative bedrest. The event was mild, and it was unk if related to the investigational drug, it was unrelated to the device. On (B) (6) 2008, the urethral catheter was removed. It was unk if the pt felt the urge to void. Urinary incontinence was noted. The pt was diagnosed with neurogenic bladder. The event was moderate in severity, definitely related to the investigational drug as "the pt was able to void on his own preoperatively, but is currently unable to void efficiently on his own" and the pt "experienced frequent incontinence after the balloon was removed postoperatively", and was unrelated to the device. The pt couldn't feel his feet at the first gait training session on (B) (6) 2008. The event was mild, definitely related to the investigational drug, unrelated to he device. The baclofen dose was decreased to 28 mcg/day. The next day the pt experienced pyrexia associated with a urinary tract infection. Cefazolin was started. The event was mild, probably related to he investigational drug ("decreased voiding efficiency due to baclofen likely resulted in a urinary tract infection after the balloon was removed") and was unrelated to the device. On (B) (6) 2008, upper extremity spasticity worsened. The event was moderate in severity, with unk in relationship to the investigational drug, and was unrelated to the device. The pt was started on oral dantrim for the worsened upper extremity spasticity and the lower extremity loss of feeling. The next day upper extremity and right abdominal region spasticity increased. The pt was on bedrest at the time due to the urinary tract infection, and per the reporter, the weight of the pump during the bedrest likely aggravated the right sided spasticity. "Possible causes of the increased upper extremity spasticity include the weight of the pump during bedrest and discontinuation of cercine." On (B) (6) 2008, feeling in the lower extremities returned and the pt was noted to have recovered. On (B) (6) 2008, the urinary tract infection improved, and the pt was noted to have recovered. The dantrium dose was significantly decreased as the "knees buckled" while walking with a weight bearing walker during gait training. On (B) (6) 2008, the pt experienced lower extremity pain that was likely due to insufficient support. The baclofen dose was decreased to 26 mcg/day. On (B) (6) 2008, the dose of baclofen was slowly increased due to worsened trunk spasticity and poor flexion. The balloon was removed; pt did not void. Urinary retention was noted. Periodic self catheterization was required. The pt was noted to have recovered from the bedsore on (B) (6) 2008. On (B) (6) 2008, lower extremity spasticity was well controlled and gait training was possible at 48 mcg/day. On (B) (6) 2008, oral dantrium was started because right extremity spasticity worsened. On (B) (6) /2009, oral cercine was administered. "The upper extremity spasticity was controlled with cercine instead of baclofen dose increase due to prioritization of control of the lower extremity spasticity." On (B) (6) 2009, right upper extremity spasticity improved. The pt continued to experience issues with voiding and neurogenic bladder. It was "unclear whether pt feels any urge to void". The dose grom the baclofen pump was gradually decreased. The pt was experiencing urinary difficulties, including self-voiding, and a balloon was placed on (B) (6) 2009 (baclofen 43 mcg/day). Vesicare was discontinued at that time. The current dose of baclofen as of (B) (6) 2009 was 12 mcg/day. The balloon was still in place. The pt was noted to have not recovered as of (B) (6) 2009.

Manufacturer narrative:
(B) (4).